Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. On (B)(6) 2025, the patient was vomiting, had a headache and a swollen face while she was getting a low alert on the cgm. Her daughter took her to the emergency room. Upon arrival, the patient only recalled that the cgm was showing high readings. A bg was taken but she could not remember the value either. The patient was at the ER for a couple of hours and was treated but the patient could not remember what medications were provided to them. At the time of the report, the patient was still feeling unwell. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.